Event description:
It was reported that the user filled the ilet infusion tubing while the cartridge and infusion set remained connected to the body, resulting in unintended insulin delivery as drops were observed around 8 units; the event progressed to low glucose with urgent low alerts and a rapid fall, and troubleshooting and education were provided on proper infusion set and cartridge handling. Symptoms included lightheadedness and shaking associated with hypoglycemia confirmed by blood glucose reading nadir of 55 mg/dl. Outcomes included recovery after oral glucose treatment with stabilization of blood glucose to 82 mg/dl and no further follow-up required. Investigation included review of use error related to infusion set and cartridge management, assessment of the hypoglycemia event, and provision of user education. Investigation of this case revealed user technique during supply change led to insulin exposure while connected. It was concluded that the event was due to user handling during tubing fill, the device functioned as designed, and additional education mitigated recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.